Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, greater than 5 seconds of pacing inhibition and delivery of an inappropriate shock. The patient was noted to be pacemaker dependent. The noise was able to be reproduced with patient isometrics, however, all other lead diagnostics were noted to be stable and within normal limits. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient experienced dizziness and had presented to the clinic two days earlier. The root cause of the noise was not determined.